Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on (B)(6) 2022, a 14-year-old male child patient's infusion set's tubing was detached from connector. Therefore, the blood glucose level of the patient at the time of event was 130 mg/dl. Moreover, the infusion set was used for 1 hour. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.